Event description:
It was reported that this device was returned for preventative maintenance and needed repair due to damage that caused the device to fail the sample mesh cut test. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter was damaged and failed the test cut; however, the repair was not completed because cutters are not repairable. The cutter was returned unrepaired. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple mdrs were submitted for this event. MFR - 0001526350 - 2023 - 00613.